Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported an issue with the image intensifier (ii) resulting in blurry images that rendered the system unusable. There is no report of pt injury or death.